Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon and first assistant saw a black piece on the tip of the permanent cautery hook (pch) instrument became loose. The surgeon could not wait and had to use the robotic scissors instead of another pch instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue occurred when the gallbladder was removed from the liver bed. There were no issues related to opening/closing the grips. There were no issues related to the yaw or pitch motion of the instrument. There were no visible cables protruding from the distal end of the instrument. The instrument was inspected prior to use - there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.